Event description:
It is reported that the articular surface would not seat on the tibial tray.

Manufacturer narrative:
Visual inspection of the returned components identified that one side of the dovetail was compressed down. Measured dimensions were conforming to print specifications. This device is used for treatment. The noted damage to the dovetail indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is likely that the problems encountered are related to surgical technique.

Manufacturer narrative:
This report will be amended when our investigation is complete.